Event description:
Event occurred involving a primary plumset, pe lined tubing, 107 inch where they reported that etoposide leakage from air vant during infusion. There was no reported drug involved, and no bleed back. There was patient involvement, no patient harm/adverse and no delay in critical therapy as a result of this event. Only one (1) sample was reported to be affected for this event.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion. E1 - this complaint was received through: (B)(6).

Manufacturer narrative:
One used device was returned for evaluation. As received, no damage or anomalies noted. The set was leak tested per specifications and leakage was observed. The complaint of a leakage from vent port can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.